Manufacturer narrative:
The complaint was received from another medical device firm and no service was requested. In what way the ventilator did not work was not stated. Investigation was performed by owner and all connections and the expiratory cassette was cleaned. The ventilator then passed all functional and safety tests and was cleared for use. No ventilator logs were provided. The root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator did not work. There was no patient involvement. Manufacturer's ref. #: (B)(4).